Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available. The complaint states the patient experienced unrecoverable loss of antenna passed threshold. Data was reviewed; however, the dates of data sent were not inclusive of the issue date range. Problem could not be confirmed. The root cause could not be determined.